Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an 87mm diameter abdominal aortic aneurysm. The aortic neck was 50mm in length, 23, 22, 50, and 28mmm in diameter from proximal to distal. The iliacs were calcified bilaterally. It was reported that the patient returned for follow-up and the CT showed an obvious increase in the aneurysm diameter, due to which a sub-acute intervention was performed. The CT image indicated a pale shadow of endoleak flowing into the aneurysm. Suspecting a type ia endoleak, and 32/32/49 endurant cuff was implanted and the endoleak was resolved. The physician stated the cause of the event is anatomy related (there is a saccular aneurysm at the proximal neck, and the physician suspected that the endoleak was originating from there). No additional clinical sequelae were reported and the patient is fine, but will also be monitored by their physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.